Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash that turned into sores under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient went to the hospital for the skin irritation. Follow up with the patient indicated that a medline remedy silicone cream was applied to the skin irritation. It's unclear if patient was prescribed the ointment while at the hospital. Reporting out of the abundance of caution. Follow up indicated that the cream helped the skin irritation to improve.